Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the damage on the buttons 2 and 3 of the switchboard was unable to be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a switchboard damage under the buttons 2 and 3. There was no patient involvement.